Event description:
Pt was in radiology to have procedure done, was connected to the datascope with electrodes, pulse oximetry and bp cuff. Bp cuff and EKG function would not work, pulse oximetry would not show wave form.